Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) with this right ventricular (rv) lead exhibited a low shock lead impedance measurement of less than 20 ohms. Boston scientific technical services (ts) suggested an office follow up for the patient. Ts further discussed possible cause and provided troubleshooting options. Additional information was received that all measurements were in normal range during clinic check. No adverse patient effects were reported. The device and lead remain in service.